Event description:
Alleged the trendelenburg function is not working. When attempting to put the bed into trendelenburg, the bed runs to the high position and stops.

Manufacturer narrative:
The facilities biomed adjusted the trend limit switch and lubricated the trend mechanism to repair the bed.